Event description:
Customer reported via phone call that they received a cosmetic damage. The blood glucose reading is 6.3 mmol/l. The insulin pump is damaged.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump received with no button response due to flattened button. Pump received with torn keypad overlay at act button dome and cracked reservoir tube lip.